Manufacturer narrative:
The device was returned and evaluated. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that approximatively 17 months after the implantation of an intraocular lens (iol) into the left eye, the lens was exchanged with a different model iol due to dysphotopsias. Reportedly, the patient noticed a decrease in vision, complaining of shadows temporally. In the surgeon¿s opinion, the most likely cause of the event was dysphotopsia. Patient outcome is good.